Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. The medtronic representative provided the new part number to the site, for a replacement part. No further issues reported. It is expected the site will not return the suspect part. Physician examination cannot be made.

Event description:
A medtronic representative reported that the site has a vertek arm that is sometimes difficult to lock. There was no patient present.